Event description:
It was reported the customer had a no delivery alarm. The customer stated they had gone through three infusion set changes due to the alarm. It was also reported the no delivery alarms occurred during bolus deliveries. Customer's blood glucose was unknown at the time of the alarm. Troubleshooting was not completed as the alarm was resolved by a complete set change. Customer declined to return their infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.